Event description:
The pt went to the dr complaining of palpitations. A holter monitor showed apvp at 150ppm while the pt was at rest. The device is programmed dddr, lower rate =50, upper rate =155, slow walk rate =100, rate response =8. Device reprogrammed to ddd and everything is fine.